Event description:
It was reported that the patient experienced a broken inflatable penile prosthesis. The patient was expected to undergo a revision surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a broken inflatable penile prosthesis. The patient was expected to undergo a revision surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had the artificial urinary sphincter removed. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.